Event description:
It was reported that during a therapeutic procedure, (ercp), a radiopaque marker on the cytology brush was noted to have come off the device. The radiopaque marker was located in the pancreatic duct. The physician was able to remove the marker without incident. There was no report of death, serious injury or mistreatment associated with this event.